Event description:
It was reported that the folfusor had ¿white and brown particles¿. It is unknown if the particles are inside the fluid path. This malfunction was identified when the device was being filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned; therefore, a device analysis cannot be completed. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured january 16, 2014 - january 17, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.